Event description:
The rptr's husband performed a meter to lab test comparison. The testing was done in a fasting state, within mins of each other. His meter reading was 104 mg/dl (capillary). The lab test (venous) was 135 mg/dl. No symptoms were reported. Control testing was not done during troubleshooting due to unavailability of supplies.